Event description:
It was reported that, in (B)(6), the pump alarmed/beeped twice. When the healthcare provider (hcp) interrogated the pump, the alarm didn¿t show up in the pump log. It was noted that the patient hadn¿t had a seizure in 12 years, but in (B)(6), after the initial ¿beep¿ was heard, the patient had a seizure. Nothing was thought of the seizure because the patient had a history of seizures. The reporter wanted to know if the seizure was caused by her disease/condition or from a lack of baclofen. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8749, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).